Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing it was found that the device had hose damage. The device was not used in surgery. It is unknown if surgical delay, injury, or medical intervention occurred. There is no additional information provided.